Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump bt2 battery had failed, causing the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint-(B)(4).